Manufacturer narrative:
Speaker not audible was not verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 52-54 mg/dl. Customer consumed a sandwich and cinnamon roll to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.